Event description:
It was reported that during inspection prior to use, the guide wire was found to be stretched and kinked. Analysis of the returned device confirmed tip separation. Reportedly no pt injury was associated with this event.